Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed. The product was not returned. Evidence that product in specification when used.

Event description:
Allegedly after the surgery, the patient felt unpleasant sensations. When she visited the hospital on (B)(6) 2013 the surgeon found armd. The surgeon found out the pseudotumor on anterior hip-joint, black substances on head-neck junction, and a change to black on both neck tapers. Activity level: normal.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01132, 01133. This event occurred in (B)(6).